Event description:
Falsely elevated architect c-peptide results of 16.91 ng/ml were generated for a (B)(6) female diabetic type I patient with chronic thyroiditis. Due to the elevated result, the patient sample was retested with the presto ii method, where a result of 0.0 was generated(unknown units of measure). The architect c-peptide result was not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the architect c-peptide falsely elevated quality control and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.